Event description:
The customer reported that the insulin pump alarmed after the battery was changed. The customer also stated that the device was exposed to water and it alarmed motor error. Troubleshooting was performed, and the insulin pump had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.